Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately five years ago. The aneurysm size is unknown, but greater then 5 cm. Vessel morphology at the time of implant was not reported. The physician reported that an endurant aortic cuff was implanted this month to treat stent graft migration and a type I endoleak from the bifurcated stent graft. The cause of the migration and endoleak were reported as disease progression with aortic neck dilatation. Currently, there is continuing disease progression with continued aortic neck dilatation. The endurant aortic cuff remained in the implanted position; however, the bifurcated stent graft migrated distally. It was reported that there was a type iii endoleak between the endurant aortic cuff that resulted in rupturing of the aneurysm. The physician elected to explant all the devices except for endurant aortic cuff, the physician sewed the dacron graft to the endurant aortic cuff. No additional clinical sequelae reported, and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (surgical conversion to open repair). Patient's condition affected effectiveness of device (disease progression; neck dilatation). Conclusions: device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation).